Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the label was delaminated, the head failed uplink and immunity tests, though it was additionally noted that it passed these tests using a known, good cable and that the device had internal corrosion and was therefore deemed unrepairable. The device was to be scrapped.

Event description:
The radiofrequency programmer head was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.